Manufacturer narrative:
The customer has reported that the device will not be returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, refurbish 7mm extended length endoscope stopped working during routine maintenance. The warranty is expired. The hospital did not report any patient effects. Caller called seeking repair info. He said, "it broke down during routine maintenance."